Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had a problem with their device and it¿s not working. It was further stated that ¿several months ago, in 2018, it stopped working and there was lightning above their head and normally lightning doesn¿t bother them or anything and it didn¿t go out right then but later it did.¿ the patient then stated that the believe the battery in their body isn¿t working. It was clarified that they know that the ins is depleted. After that lightning went above their head, the patient got out their old programmer (pp) and powered it on, but it gave them a poor communication screen. It was noted that they were calling because ¿the controller don¿t work.¿ the patient did not currently have a managing healthcare provider, so they were sent a list of local healthcare providers that they could follow up with about their loss of therapy and device not working. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Weight was reported as (B)(6) pounds, weight is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported their ins was not working and they wanted to know if they could go to the ER for replacement. They reported they hadn't had a chance to contact their physician due to unrelated issues. They reported they suffered bowel issues and went to the bathroom a lot when it wasn't working. They reported their device was a tremendous help, but it went out fast because they had to use higher settings with the second device, they weren't sure what caused that. They reported they needed it replaced, it was chaotic without it and it was extremely helpful when it worked. They noticed their backaches were more painful without the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.